Manufacturer narrative:
Diopter: -16.00/+3.50/x022. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 -16.00/+3.50/x022 diopter implantable collamer lens in the patient's left eye (os) on (B)(6) 2016. Excessive vault with significant reduction of indo-corneal angles was noted. The icl was explanted and exchanged for a shorter lens. This resolved the problem. Patient condition on last visit, sterile uveitis.

Manufacturer narrative:
Additional information: device evaluation: product evaluation found that the lens was returned dry in lens case/vial. Clear surgical residue/debris was present on the product. Visual inspection found that the haptic was torn/broken/bent/deformed. (B)(4).